Event description:
It was reported that a user of the ilet bionic pancreas with a compatible freestyle libre 3 sensor experienced repeated failures to initiate and pair a new sensor via the ilet app despite scanning with the back of the phone and reinstalling the application, consistent with a device communication or pairing malfunction involving the app-to-sensor interface. Symptoms included none reported. Outcomes included user inconvenience and temporary loss of continuous glucose data availability until successful pairing occurs. Investigation included technical troubleshooting and user education by support personnel. Investigation of this case revealed that guided steps to start the sensor in the ilet app, confirm proper phone positioning, attempt multiple scans, and reinstall the app did not restore pairing functionality. It was concluded that the event was attributable to an inability of the app to establish communication with the new sensor during setup, with no patient harm reported.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.